Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and device dislocation ("essure inserts in pelvic area after removal") in a female patient who had essure inserted. Other product or product use issues identified: device difficult to use "essure inserts in pelvic area after removal". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery and surgery (another surgery was performed via laparotomy.). Essure was removed. At the time of the report, the medical device removal and device dislocation outcome was unknown. The reporter considered device dislocation and medical device removal to be related to essure. The reporter commented: no further information was expected. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: essure inserts in pelvic area after removal the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(4) 2018 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 757 cases. Device dislocation: the analysis in the global safety database revealed 3557 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and device dislocation ("essure inserts in pelvic area after removal") in a female patient who had essure inserted. Other product or product use issues identified: device difficult to use "essure inserts in pelvic area after removal". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery and surgery (another surgery was performed via laparotomy.). Essure was removed. At the time of the report, the medical device removal and device dislocation outcome was unknown. The reporter considered device dislocation and medical device removal to be related to essure. The reporter commented: no further information was expected. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: essure inserts in pelvic area after removal quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.